Event description:
Tt was reported the physician observed blood ingress in the lead. As the physician felt lead integrity would be compromised due to the blood ingress, this lead was withdrawn. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood/body fluid was present on distal conductor (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings: no anomalies found.